Manufacturer narrative:
Results: the pet lock is still intact. The constraint ball is still inside of the distal detachment tip (ddt), and a small piece of the broken sr-wire is still attached to the ball. The coil is damaged and has broken sr-wire sticking out of it. Conclusion: the complaint has been evaluated. The complaint indicates that while attempting to load a coil into a pxslimstr the coil could not be advanced out of the sheath and into the rhv. After several normal attempts, the physician removed the coil from the microcatheter and examined on the table. He applied considerable force to it and was able to advance the coil out of the sheath, but the coil subsequently detached from the pusher. Upon evaluation it was noted that the constraint ball remained in the ddt with a proximal piece of the broken sr-wire still attached to the ball. It appears that excessive force was applied during the final attempt to advance the coil past the sheath and the sr-wire was broken immediately distal to the ddt. Because the sheath from the pusher was not returned the root cause of the coils inability to advance past the sheath cannot be directly identified. However, it is possible that the sheath was kinked, decreasing the size of the lumen and stopping the coil from advancing. In addition, many of the coil loops are off-set due to damage. If the coil was damaged, the offset loops may have caught on the edge or inside the sheath, creating friction and making it difficult to advance. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
Physician was attempting to load a penumbra 400 coil into px slim microcatheter, but could not advance the coil out of the sheath and into the rhv. The physician withdrew the coil from the rhv and attempted to advance it past the sheath outside of the patient¿s body. It took a considerable amount of force applied to advance the coil past the sheath, and once out of sheath the coil detached prematurely.